Event description:
Additional information was received from reporter. The patient will have no permanent scarring, therefore this event is no longer considered a serious injury.

Manufacturer narrative:
Based on the additional information received, b1 was updated to a malfunction only. Although this event is no longer a serious injury, it remains a reportable malfunction. The system logs and treatment tip were returned for evaluation. Evaluation of the system log showed a reoccurring error during treatment. The error indicated a recoverable problem that requires operator intervention. If the error occurs during an radio frequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the rf trace. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane, potentially resulting in patient burns or redness. Based on the available information, the patients burn were most likely caused by damage on the tip membrane along the rf trace.

Manufacturer narrative:
Corrected d3 manufacturer name and address.

Manufacturer narrative:
During evaluation, the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection. Blemishes and dielectric breakdown were noted on the membrane of the tip. The tip failed functional testing due to the observation of sparks. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that the patient experienced multiple blisters on the face, two days post thermage treatment. The available image was reviewed. Multiple pin-point crusted areas and erythema were visible on the right cheek and around the jawline. In a follow up visit, the physician noted that the patient was doing fine. The possibility of permanent damage or scarring is unknown. No secondary intervention was required to treat this event. The patient was given tylenol #3. The highest level of energy used was 3. The treatment tip was inspected prior to the treatment, without any abnormalities noted. The treatment tip was inspected every 100 pulses during the treatment. This was the first time this tip was used.